Event description:
The resection sheath, 24 fr. Was returned to olympus due to a report of "broken end." There were no reports of patient harm.

Manufacturer narrative:
The inspection results of the service department are partly evaluated as plausible: according to the technical report, the service department confirms that the ceramic tip of the sheath is broken off. Oste assumes that the reported damage is most probably induced by thermo-mechanical fatigue. It cannot be determined whether there is advanced wear and tear or pre-existing damage. Furthermore, it cannot be determined whether the final damage is triggered in the course of the procedure or during reprocessing. Additionally, the service department finds worn toric joint/packing joint (o-rings). Please note that this issue might cause a leakage of the sheath. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 15 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the following led to the malfunction: broken tip: the cause cannot be determined. The most likely causes are: thermo-mechanical fatigue, wear and tear, improper handling (impact, shock), worn o-rings: the cause is very likely wear and tear and/or improper handling (insufficient maintenance). This issue is addressed in the instructions for use (IFU): visually inspect the ceramic insulation at the sheath¿s distal end before each use. Do not use the instrument in case of damage (e.g. Cracks, fractures). Impact, fall, shock, or similar stress can damage the ceramic insulation at the sheath¿s distal end. Damaged instruments can cause injuries to the patient and/or user. Do not use the instrument if damaged. If the product is damaged or does not function properly, contact an olympus representative or an authorized service center. Olympus will continue to monitor the field performance of this device.